Manufacturer narrative:
Mml# (B)(4). Other device explanted: model: 5100. Description: reactiv8 implantable pulse generator. Serial number: (B)(6). UDI#: (B)(4).

Event description:
It was reported that the device was explanted due to progression of out-of-range/high-impedance failure on both leads, and the patient required a magnetic resonance imaging (MRI). The implantable pulse generator (ipg) and one lead were entirely removed. One lead broke, leaving all four electrodes in place. Per the report, the implanting physician was retrieving the remaining broken lead. However, the patient had soft tissue, making it challenging to recover the remaining lead. The patient was becoming distressed; therefore, the retrieval was aborted. There was no patient harm or injury resulting from the event.

Manufacturer narrative:
(B)(4). Other device explanted: model: 5100 description: reactiv8 implantable pulse generator serial number: (B)(6). UDI#: (B)(4). The ipg and lead assemblies were received for analysis. The alleged out-of-range/high impedance failure was confirmed on both leads. Both leads received in two segments, with the distal electrode end missing from the left lead. The cut damage on the right lead is assumed to have occurred during explant. Closer inspection under a lab microscope of the left lead end, where the distal electrode was supposed to be located, revealed rounded, fractured coils across all coils. Functional testing could not be performed because the lead was received cut into two segments, with the distal electrode end missing. Closer inspection of the right lead under a lab microscope revealed one rounded, fractured coil approximately 1 inch below the distal electrode #4. Functional testing could not be performed because the lead received was cut into two segments. There was no allegation of any issue with the ipg's functionality. Visual inspection observed no damage or anomalies with the received ipg. The ipg passed functional testing and performs properly. H6 updated.

Event description:
It was reported that the device was explanted due to progression of out-of-range/high-impedance failure on both leads, and the patient required a magnetic resonance imaging (MRI). The implantable pulse generator (ipg) and one lead were entirely removed. One lead broke, leaving all four electrodes in place. Per the report, the implanting physician was retrieving the remaining broken lead. However, the patient had soft tissue, making it challenging to recover the remaining lead. The patient was becoming distressed; therefore, the retrieval was aborted. There was no patient harm or injury resulting from the event.